Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ping meter prompted the error 1 message on the meter display. The reporter denied that the pt suffered any symptoms and denied that the pt sought medical attention. The pt did not take any action regarding diabetes treatment with regard to the issue. The issue was not resolved during troubleshooting. The product is not new. This complaint is being reported because the issue was not resolved during troubleshooting. The pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.